Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the field service technician on the v60 indicating that a 1006 "data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service technician inspected the device, discovered that a 1006 "da pcba adc failed" alarm error occurred, and found that the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced. The field service technician upgraded the software version from 2.30 to 3.20, but per the customer's request, the cpu pcba replacement was ultimately not performed. The device therefore failed the preparing for use test and functional test. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.